Event description:
Customer's wife reported the death. Caller stated that customer had end stage renal failure and diabetes. He died of heart attack. Customer was wearing the insulin pump during the admission to the hospital, however, the insulin pump was removed prior to his death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.